Event description:
The customer reported that the pt suffered blisters at the return electrode site following an rf ablation of a liver tumor. Type of treatment, if any, was not reported.

Manufacturer narrative:
(B)(4). The incident pad was discarded by the site and is not available for evaluation. Review of the device history records did not identify any pertinent entries. If any additional info is obtained, a follow-up report will be submitted.